Event description:
Customer stated during the pre-test the inflated cuff would deflate. Failure was found during inspection so no patient involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report. (B)(4).